Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called to report the insulin pump had unresponsive buttons during the fill process. Blood glucose reading was 146 mg/dl. The insulin pump alarmed for no reservoir alert during the fill process during troubleshooting. The battery was removed for 5 minutes and put back into the insulin pump. The issue persisted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with currents in specification. The device passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and displacement test. The device had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.